Event description:
This device was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that there was a pain in the chest for past couple of months. The physician was dr. (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).